Manufacturer narrative:
One cadd solis vip pump was received with a damaged lens. There was evidence of a "system fault 41,786" in the event log. The device was evaluated using the power up process and the reported "error 41786" issue was duplicated. It was discovered that the main printed circuit board (pcb) did not come out of reset. The main pcb was replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had an error 41786. There were no reported adverse events.